Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that we went to the hospital due to feeling dizzy, and vomiting, and not being able to move well. The customer was diagnosed with hyperglycemia and was treated with IV fluids, insulin, and medications for nausea. When the pod was removed, it was noticed that the cannula was bent. The pod was discarded at the hospital.